Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. There were no failures found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. Software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine surgery (c7-t4), the surgeon initially took a 3d navigated spin. While checking for anatomical accuracy, the surgeon noted that only half of the level was accurate, while the other half was inaccurate. The site decided to take another navigated spin, but the same issue persisted. They took the time to readjust all spheres on the instruments to ensure they were properly seated on all posts. The surgeon observed that the further the surgical area was from the reference frame, the more inaccurate the navigation became. The surgeon proceeded to navigate for the three levels that were accurate and used CT to fluoro for the remaining levels. There was a delay of less than one hour and no patient impact reported. There was about 3 mm of inaccuracy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.